Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer head was returned to our fisher & paykel healthcare regional office in the UK for a routine service where it was inspected by a trained technician. The unit was performance tested, repaired, and returned to the customer. Results: visual inspection of the returned device revealed that the heater head case was cracked. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in united kingdom requested a routine service for iw952 cosycot infant warmer. Upon device assessment it was discovered that the heated head was cracked. There was no reported patient involvement.